Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the spring tip bent and the body kinked in the middle of the device. All dimensions are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-08636. It was reported that a burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire and was unable to move. Both the rotawire and the rotalink were removed as unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08636. It was reported that a burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire and was unable to move. Both the rotawire and the rotalink were removed as unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.